Event description:
It was reported that this patient was seen at the clinic due to high pacing thresholds on the right ventricular (rv) lead. A decision was made to explant and change the lead. No adverse patient effects were reported. Should the lead be returned this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient was seen at the clinic due to high pacing thresholds on the right ventricular (rv) lead. A decision was made to explant and change the lead. No adverse patient effects were reported. Should the lead be returned this investigation will be updated.